Event description:
Pt called to report her "cap on the end of my IV tubing was leaking." Visit made to home to replace injection site cap. Found white rim (approx 1/3 of it) on injection site and rubber tip broken off.